Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and verified that the customer experienced a boot up failure and a flashing green indicator on the console. The philips field service engineer (fse) inspected the system onsite and identified that the host pc failed to boot. Once manually powered on, the system operated as expected. The fse replaced the host pc as per nss recommendation, reloaded the license, and ensured the system was functioning properly. The defective host pc was returned for analysis, and result indicated that the failure was due to a defective power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.